Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 34 mg/dl, 86 mg/dl, 25 mg/dl, and 34 mg/dl. Customer self treated after obtaining the reported values. No adverse event reported. Requested return of suspect device and replacement was sent.